Manufacturer narrative:
Claim (B)(4).

Event description:
An article was received that cited a case study of "long-term outcome and related risk-factors in implantable collamer lens (icl) implantation of high myopia". The study examined the long-term efficacy and safety of posterior chamber implantable collamer lens implantation in high myopia, and the risk factors associated with endothelial cell loss or cataract development. The study looked into the medical records of 37 patients and the incidence of cataract and iop elevation. The conclusion stated that icl implantation is effective for high myopia, and its main complication is cataract and ecl.